Manufacturer narrative:
Device currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed may 10, 2016.